Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was not reported. It was unknown if the patient was hospitalized prior to death. Prior to passing away, the patient had discontinued peritoneal dialysis therapy and had been placed on hemodialysis. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An event history log review was performed and there were no keystrokes, programming, or use related events that would indicate and/or contribute to the reported event. Visual and functional testing was performed with no abnormalities noted. There was no non-conforming product identified that could have caused or contributed to the patient's death. Should additional relevant information become available, a supplemental report will be submitted.